Event description:
The report is for a pt included in the cypher study. Approx six (6) months after the index procedure during the follow-up period, a lab film review identified stent fractures in the previously implanted four (4) cypher stents. A discrete 50% focal in-stent-restenostic (isr) lesion was also noted in the stent placed in the proximal right coronary artery (rca) during the six (6) month follow-up angiogram. This was not identified/reported in the lab film review. The stent reported to have restenosed is either the cypher 3.0 x 18mm or the 3.0 x 8mm stent.

Manufacturer narrative:
Index procedure: the pt was included in the cypher study for the index procedure. Coronary angiography demonstrated a totally occluded rca, a 90% proximal circumflex lesion with a total occlusion in its mid segment, and mild irregularities in the left anterior descending (lad) coronary artery. The pt had a total of four (4) cypher stents implanted in the rca. Six-month follow-up angiogram: the pt was referred for follow-up angiography for the study with a possibility of addressing the previously identified but untreated circumflex lesion. The pt was reported to have only occasional fleeting chest pain that lasts only seconds. The findings of the angiogram noted the following: a right dominant coronary system, the left main coronary artery (lmca) had mild luminal irregularities, the lad also had minor luminal irregularities with no flow-limiting lesions, the circumflex was a non-dominant vessel that was totally occluded after the first (1st) obtuse marginal (om) branch, the second (2nd) om was a large bifurcating vessel which filled by robust left to left collaterals, the rca was a dominant vessel with a focal 50% isr proximally. No stent fractures were identified in this angiogram. No add'l intervention was done at this time. This report is for two (2) products with the same catalog and lot numbers. The products are not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This report is for two of four products used during the same procedure. Please reference MFR. Report# 3003742446-2006-00696, #3003742446-2006-00697, and #3003742446-2006-00698.